Event description:
It was reported that tip detachment occurred and it was remained inside the patient's body. The patient underwent complex recanalization/thrombolysis catheter placement for a thrombosed left lower extremity femoral popliteal. A 110cm, 8cm poly tip v-18 control wire was selected for use. During the process of accessing a tight channel for placing a catheter, it was noted that a portion of the wire's tip sheared off the needle and was retained within a branch of the patient's profundal artery. Minimal effect was noted on patient's care and the patient was able to get a bypass the following days upon a presumed different/larger profundal branch. No further patient complications were reported.